Manufacturer narrative:
The case description states that the controller charging port and charging cable melted. The op5 controller and charging adapter were returned for investigation. The charging cable was not returned. Thermal damage was observed to the charging port of the controller and surrounding areas. The back of the controller towards the charging port had a warped and faded appearance. No thermal damage was observed to the charging adapter. The controller was able to turn on with its own battery power. Upon turning on, the controller needed to be signed into to. Download data was unable to be retrieved from the device. The tamper seal on the interior back cover was observed to still be intact. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs were inspected and were observed to be white, indicating that they did not come into contact with any fluid. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device.

Event description:
It was reported by the patient that the charging cable was melted. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.

Manufacturer narrative:
Added manufacture date to h4 for controller: updated d4 UDI. Updated d4 lot. Updated d4 serial number.